Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, the right ventricular setscrew of the pulse generator could not be removed. The physician applied torque to the setscrew, the setscrew broke; it was still difficult to get the lead out of the header. After the physician got the lead out of the header, the right ventricular lead was capped and replaced; the pulse generator was explanted. The patient was stable post procedure.

Manufacturer narrative:
The reported event of not being able to untighten the rv-set screw could not be confirmed. The reported issue could not be verified since the rv-set screw was not returned. Without return of the entire device, a complete analysis could not be performed. The device was otherwise normal.